Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/28/2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator would not turn on and power up. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 17may2019, date rec¿d by MFR : 16may2019. Additional information:the customer reported that the unit will not power on after the storm but is powering on normally with customer power cord and battery and it is not switching off after a period of time. The field service engineer (fse) did a performance verification testing as well as electrical safety test and no faults were found, the device was operating as required with no intermittent issues submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.